Event description:
It was reported that the right ventricular (rv) high voltage lead exhibited oversensing with many intervals counting of the short interval counter (sic), and was subsequently capped, remains in the patient and replaced. The right ventricular (rv) pace/sense lead exhibited oversensing/noise, was scheduled for revision, and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 693675 lead, implanted: (B)(6) 1997. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter(sic). Analyst commented, beginning (B)(6) 2015, 34 ventricular sic; ventricular tachycardia (vt) non sustained episodes with evidence of lead noise oversensing.